Event description:
The patient underwent an image-guided tips procedure. The multipurpose angle (mpa) catheter entered the liver from the right hepatic vein into the right portal vein. The catheter was removed and the ir team did not notice that its tip was missing. When further reviewing the dsa imaging, ir noticed a foreign body, which appeared to be the 2-3 cm tip of the mpa catheter. The location of the catheter tip was at the confluence of the coronary vein and portal vein. The retained catheter tip was successfully removed using a snare, with no harm to the patient. FDA safety report ID # (B)(4).